Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was evaluated in the clinic because of an alert for high right ventricle (rv) coil defibrillation impedance. After interrogation, arms were mobilized and device was manipulated, during those manipulations, changes in rv defibrillation impedance were observed. Defibrillation threshold (dft) testing was performed. Ventricular fibrillation was induced and the system was able to convert the rhythm. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.